Event description:
Covidien rec'd info that the pt was placed on an 840 ventilator and the "o2 sensor failed alarm" went on. According to the report, the pt was removed and placed on another ventilator. Pt's respiratory status was maintained by respiratory therapist (rt) and intensive care unit (ICU) staff. There was no pt harm reported. Covidien was not authorized to evaluate the device but the report stated that the hospital biomed inspected the device and replaced the oxygen (o2) sensor. The unit was returned to service after successful extended self (est), short self test (sst) and operational checks.

Manufacturer narrative:
(B)(4).